Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, this patient has been scheduled for system explant. The device will be explanted due to infection and erosion. Additionally, the electrode will be explanted due to prulent exudate at the sternal notch incision.